Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter after opening, they confirmed that the balloon was damaged. On visual inspection they were unable to confirm that the balloon was damaged and there was a leak from the drainage eye. The inlet tube was cut, and the bag was discarded.

Event description:
It was reported that the foley catheter after opening, they confirmed that the balloon was damaged. On visual inspection they were unable to confirm that the balloon was damaged and there was a leak from the drainage eye. The inlet tube was cut, and the bag was discarded.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no balloon burst or rupture. Attempted to inflate balloon with 10 ml of solution using the returned syringe and the solution immediately went into the drainage lumen from the balloon. Dissected balloon and found that the notch was double perforated. Also received 3 photo samples. First photo sample showed top overview of catheter. Second photo sample showed end of catheter with balloon not inflated. Third photo shows inflation cap which indicates pcn, batch number, instructions stating to "inflate w/10 ml". Based on physical sample received product does not meet specifications per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Although an exact root cause could not be determined a potential root cause could be punch depth too large. The DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.